Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient suffered multiple complications including but not limited to erosion, formation of scar tissue, dyspareunia, loss of proper bladder function, and neurologic compromise to her structures and tissue. It was also reported that the patient has had to undergo multiple operations and has sustained permanent pain, suffering, disability, and impairment.

Manufacturer narrative:
The device remains implanted. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use which accompanies each device states in the adverse events section: "complications associated with the proper implantation of the align to urethral support system may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure. Temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the mesh sling implant. Perforations or lacerations of vessels, nerves, bladder or any viscera, which may occur during introducer needle passage. Transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion of the implant." (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient experienced dyspareunia, pelvic pain, recurrent urinary tract infections, bladder calculus with evacuation, bladder biopsy with fulguration, bladder prolapse, hypertonicity, stress and urge incontinence, nocturia, mesh erosion into bladder, right ureteral obstruction, hydronephrosis, interstim neurotransmitter implantation times two, and vaginal mesh exposure requiring excision.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per additional information received, the patient has experienced voiding pain, bladder cramping, dyspareunia, deep right and left sided pelvic pain, tight proximal right and left arm on avaulta, release of proximal arms, detachment of stone from bladder, bladder wall biopsy with fulguration, bladder biopsy remarkable for polypoid, moderately inflamed urothelium and stroma, cystourethroscopy, litholapaxy, examination under anesthesia, excision of foreign body, persistent pain, cystocele repair with insertion of alloderm, vaginal vault prolapse, transvaginal exploration and near total mesh explant and four arms that extended into the obturator foramen, removal of mesh eroded into the urinary tract, complex cystorrhaphy and repair of bladder wall, severe hydronephrosis (due to suturing the ureter closed after mesh explant) and hydroureter on the right, obstruction at the uterovaginal junction and intramural ureter, right posterior bladder wall without an obvious ureteral stone present, right nephrostogram, complete obstruction of the right ureter, replacement of right nephrostomy catheter, right antegrade nephrostogram and attempt at placement of antegrade stent, removal of prior sutures, open placement of right ureteral stent, intrinsic sphincter deficiency, severe stress incontinence, placement of pubovaginal sling utilizing autologous rectus fascia (harvested from lower abdomen), placement of suprapubic cystotomy tube, non-healing surgical area, significant scarring, bladder biopsy with fulguration, frequency, urgency, urge incontinence, placement of interstim stage I, generator neurostimulator and programmer pt neurostimulator, requiring diapers, deactivation of interstim, minimal rectal leakage, pericoital urinary tract infections, labial pain, persistent bladder pain, removal of interstim devices (x2), removal of additional bladder stones, removal of right ureteral stent, gross hematuria, cystitis cystica, right ureter injury, nocturia, foul smelling urine, anxiety, calcification in mid to lower pole of right kidney, severe right flank pain, right nephrolithiasis and injection of bulking agent coaptite. She required multiple surgical and non-surgical interventions, lysis of mesh ((B)(6) 2010), laser mesh excision of mesh ((B)(6) 2010), loss of consortium and post-traumatic stress disorder.